Event description:
It was reported by the physician that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately four months after device system implant. It was further reported by the physician that detection occurred fifty three seconds after event. The patient is reported to have been sitting at home with spouse when became short of breath. Additional circumstances related to the death and the cause of death have been requested and not received.

Manufacturer narrative:
Review of the remote monitor transmission noted the current ventricular fibrillation combined count number of intervals to detect is twenty one. Due to the atrial pacing and safety pacing, the ventricular tachycardia portion of the combined count continued to fall to zero. The device did detect earlier than fifty three seconds but was aborted during charging due to intervals outside the confirmation interval of 320 milliseconds plus 60 milliseconds (four out of five). The combination of the longer intervals and the polymorphic, unstable rhythm contributed to the longer detection time. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Review of the remote monitor transmission noted the current ventricular fibrillation combined count number of intervals to detect is twenty one. Due to the atrial pacing and safety pacing, the ventricular tachycardia portion of the combined count continued to fall to zero. The device did detect earlier than fifty three seconds but was aborted during charging due to intervals outside the confirmation interval of 320 milliseconds plus 60 milliseconds (four out of five). The combination of the longer intervals and the polymorphic, unstable rhythm contributed to the longer detection time. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead failure predictor high rate non-sustained less than or equal to 217 milliseconds (ms) average ventricular-cycle occurred on (B)(6) 2012. Ventricular non-sustained tachycardia equal to 206 ms occurred on (B)(6) 2012. Ventricular short interval count (v-sic) equal to 21 counts, in 0.01 day, occurred on (B)(6) 2012.